Event description:
A customer reported that erroneously low rbc (red blood cell) results were generated by coulter lh 750 hematology analyzer on patient samples. The customer obtained high mchc results, which were caused by low rbc results. Repeat testing on an alternate instrument produced normal mchc results. The customer monitored mchc results and no erroneous results were reported out of the laboratory. 4. There was no change to patient treatment. Mchc = mean cell hemoglobin concentration calculation. This report is on the event that occurred during day shift. The similar event during the night shift is reported in MDR# 1061932-2011-01396.

Manufacturer narrative:
Controls run before and after the event recovered within the range. The instrument is currently performing within qc specifications with respect to accuracy and precision. Bec field service engineer (fse) found the rbc bath was not draining completely. The fse changed the tubing through pinch valves 12a, 12c and 12f but the problem remained. The fse flushed the vacuum supply line to vc11 (cbc waste chamber) and this resolved the problem. The root cause is attributed to the vacuum supply line to vc11 being partially plugged with build up. This resulted in inadequate vacuum to properly drain the rbc bath.